Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. The customer's blood glucose level did not exceed 180-181 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.the event date listed on b3 is reflective of the time zone of the country of the event.